Event description:
It was reported that the implantable pulse generator (ipg) was not was not fixed to the fascia side and had a loose suture. As a result, the right atrial (ra) lead had dislodged and exhibited pacing failure. The device and lead were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.